Event description:
They are both smith medical's medfusion 3500 syringe pumps. The first is showing two errors: "time base bgnd test" and "background self test timeout." These are software issues where main board ticker and the real-time clock don't agree. This issue is repeatable and recurring, meaning the main board needs to be replaced. The second is, showing "acu watchdog failure," another software error. I haven't been able to duplicate this error in 8 test infusions.